Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was noted that the pacemaker was applying the pacemaker mediated tachycardia (pmt) termination algorithm to rhythms that were not pmt. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.